Event description:
It was reported that a patient received a deep tissue injury on an isoflex mattress. Attempts are being made to gather additional details regarding the injury from the user facility.

Manufacturer narrative:
The investigation is complete, the executive summary and section h codes have been updated to reflect investigation results.

Event description:
It was reported that a patient received a deep tissue injury on an isoflex mattress. The mattress was visually and functionally inspected by a stryker field service technician. It was found that there were no component level defects of the product that may have contributed to the alleged deep tissue injury. A gel compression set test was performed as outlined in the operations/maintenance manual and the gel was found to be within specification. There are many factors that contribute to pressure ulcer development including heat, moisture, pressure braden scale ratings, patient mobility, nursing monitoring, and rotation schedules.